Event description:
It was reported that during an ultrapulse totalfx treatment, a patient sustained a small mark on the forehead. Although reasonable attempts were made, no information regarding degree of burn or medical intervention (if required) has been provided.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist found that there were no related device malfunctions. Reasonable attempts were made to contact the user facility, however no additional information was provided. Should additional information be reported, a follow up MDR will be filed.